Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose reaching 356 mg/dl for approximately 2¿3 hours and device alerts for levels above 300 mg/dl for over 90 minutes; the user disconnected from the ilet per healthcare provider instruction, administered 15 units of subcutaneous insulin, and later reconnected with glucose returning to 146 mg/dl. Symptoms included elevated blood glucose, ketones and malaise reported. Outcomes included correction with backup insulin and no hospitalization or external medical intervention. Investigation included review of user-reported event details and troubleshooting with education on ketone action plan and backup therapy. Investigation of this case revealed no device malfunction reported and an unclear precipitating cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.